Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. During the investigation, visual inspection revealed no evidence of frayed cables on the power cord. Internal damage was noted on the power cord. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of frayed wires on the power extension cable was not confirmed.

Event description:
The patient reported frayed wires and sparking of the power cord. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.